Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly. Additionally. It was reported that the pump date was inaccurate; cause was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.